Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that while implanting a xience v (3.5x 28mm) in the mid lad, a dissection occurred and was covered with an additional xience v (3.5 x 12 mm) stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue and can be influenced by several factors, including, lesion characteristics, procedural technique, and device size. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." There is no indication of a product quality issue: however, a conclusive root cause cannot be determined.